Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been more than five (5) years since the subject device was manufactured. Based on the results of the investigation we could not conclusively specify the root cause of the foreign material clogged in the biopsy channel. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited a broken insertion tube and a clear foreign substance was found in the forceps passage. There were no reports of patient involvement.